Event description:
It was reported the bd ultra-fine¿ ii short needle insulin syringe 0.5ml 0.30mm (30g) x 8mm u-100 100 count had unidentified liquid in the needle. The following information was provided by the initial reporter: it is reported that customer calling in regard to a complaint by the name of xxx who states she has sent in multiple complaints one being from last year in which she never received resolution ¿ same scenario but she purchased from a pharmacy in the netherlands and encountered the same issue she¿s having today of unidentified liquid in the needle. She also has another complaint to xxx and has received nothing back for a recent complaint. She states there is some kind of liquid/ dirt coming out from the tip of the needle. The seller in which she purchased it from is asking she return it but I feel as though we may want her to return it to us so that we can process a proper investigation into this product complaint. ***please be advised customer is located in thailand so please be aware of the time difference.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report MDR pr# (B)(4) was sent in error. Complaint captured under report MDR pr# (B)(4). MFR#2243072-2024-00149. MFR#: 1920898-2024-00068 is void as a result.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ ii short needle insulin syringe 0.5ml 0.30mm (30g) x 8mm u-100 100count had unidentified liquid in the needle. The following information was provided by the initial reporter: it is reported that customer calling in regard to a complaint by the name of xxx who states she has sent in multiple complaints one being from last year in which she never received resolution ¿ same scenario but she purchased from a pharmacy in the netherlands and encountered the same issue she¿s having today of unidentified liquid in the needle. She also has another complaint to xxx and has received nothing back for a recent complaint. She states there is some kind of liquid/ dirt coming out from the tip of the needle. The seller in which she purchased it from is asking she return it but I feel as though we may want her to return it to us so that we can process a proper investigation into this product complaint. Please be advised customer is located in thai land so please be aware of the time difference.